Event description:
Contact in (B) (6) reported that after the surgery, the oc plate screw was found to have backed out. Surgeon has taken no action at this time. The pt has cp (cerebral palsy).

Manufacturer narrative:
Info is limited at this time and no definitive conclusions can be made. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.